Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the septum was caved in and no cracks or damage can be observed to the top body. Bd determined that the cause of the failure was undetermined as there are multiple possible causes that cannot be ruled out. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additonal information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore septum is damaged. The following information was provided by the initial reporter, translated from chinese to english: during the use of the infusion pump, it was found that the rubber plug of the separator membrane infusion connector did not pop out the issue has been taken up in complaint mode. The problem with this product is that the stopper turns inside out during use.